Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 25 (removed cartridge alarm), after loading a new cartridge onto the pump. Customer's blood glucose level was 253 mg/dl.